Manufacturer narrative:
A ge service rep performed an on site investigation. The fuses and power supply connections were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a communication error during a case. The procedure was completed with another system. No pt injury was reported.